Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that upon insertion of the gastrostomy catheter, it was noted that it was leaking at the junction of the hub and the catheter. The parents returned the patient for a tube change. No other information was available at the time of this report.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "this product is intended for use by physicians trained and experienced in gastrostomy techniques. Standard techniques for placement and maintenance of gastrostomy catheters should be employed. Manipulation of product requires ultrasound, fluoroscopy or other imaging guidance. Ensure that the catheter pigtail is appropriately located within the stomach before securing the catheter to the skin. A tfe-coated wire guide must be used with this catheter. Hold pigtail retention suture during insertion of stiffening cannula to avoid bunching or tangling of suture. Activate hydrophilic coating by wetting surface of device with sterile water or saline. For best results, maintain wetted condition of device during placement. The potential effects of phthalates on pregnant/nursing women or children have not been fully characterized and there may be concern for reproductive and developmental effects". There is no evidence to suggest the product was not made to specifications. Based on the information provided, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that upon insertion of the gastrostomy catheter, it was noted that it was leaking at the junction of the hub and the catheter. The parents returned the patient for a tube change. No other information was available at the time of this report.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, documentation, manufacturing instructions, specifications, quality control data, and functional testing of the returned device was conducted during the investigation. The proximal portion of the ultrathane deutsch cook-cope type locking loop gastrostomy catheter was returned for evaluation. The red adapter cap was attached to the red flla and could not be separated. A leak test was performed and confirmed that the hub does leak, although not very easily. A significant amount of force on a 30ml syringe is required to sustain the leak. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. Monitoring for similar complaints will continue.